Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reporter that there was moisture in the battery compartment. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2017 with the following findings: review of the black box data did not reveal any evidence of short battery life. The returned battery cap was intact and able to fit securely to the pump for investigation. The pump powered on normally. The electrical current draws were evaluated and found to be within the required specifications. The pump was exercised for 24 hours without duplication of a battery life issue. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the pump¿s internal components. Unrelated to the complaint, the display was noted to be dim and discolored. Additionally, the battery compartment was noted to be cracked with moisture inside the battery compartment. Leak testing confirmed moisture ingress into the battery compartment at the site of the battery compartment crack.